Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be delaminated. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a damaged battery compartment and a bubbled downstream occlusion (dso) seal. There was unknown patient involvement. The device evaluation noted the dso seal to be delaminated.